Manufacturer narrative:
Analysis of event files from AED sn (B)(4) reveals an event on (B)(6) 2020 totaling 1,414 seconds with 6 analysis periods and no shocks delivered. In the first through third analysis periods, the AED encountered a non-shockable rhythm and appropriately, no shock was advised or delivered. In the fourth analysis, which occurred after a brief period of the pads reading open before the beginning of analysis, the AED encountered a non-shockable rhythm and appropriately no shock was advised. Directly following the "no shock advised", the pads were again read as open. Pads were apparently connected 10 seconds later, but later appeared open again. The fifth analysis period was delayed as the pads were again reading as open during the CPR period. After the AED sensed that pads were connected, the 5th analysis period was initiated. Shortly into the 5th analysis period, before a decision could be made, the AED encountered an interruption when the pads again appeared open, then were briefly readable before appearing open again. At this point the 5th analysis period was cancelled, and from this point onwards in the rescue the pads appeared open, and the AED would have instructed the user to apply pads in between CPR periods. Reading the pads as open means that there is no electrical connection from the AED to the patient, either from the lack of pads connected to the AED or a lack of pad connection to the patient. It appears that contrary to the the device user manual's dangers, warnings and cautions, the customer used non-defibtech approved pads from fiab s.p.a with the defibtech ddu-100 AED which, as warned in the user manual, caused the device to perform improperly.

Event description:
It was reported that during a rescue attempt, the AED didn't work and the wording "discharge canceled" appeared on their screen, despite the fact that the pads had been correctly positioned by the operators and, before their use, the wording "discharge allowed" appeared. Moreover, it was communicated that they regularly use non-original, but "compatible" pads produced by the company (B)(6) in (B)(6). Their belief is that the use of these non-original pads has damaged the pad sockets inside the AED defibrillators, which no longer guarantee a correct pad connection. They stated that although the pin of the compatible pads is similar to one of the original pads, it has a different size and thickness and therefore they think that it has created a lowering and widening of all the contact sockets inside the AED defibrillator. The initial reporter was notified that "as specified in the dangers, warnings and cautions section of the AED user manual, use only defibtech disposable self-adhesive defibrillation/monitoring pads, battery packs, and other accessories supplied by defibtech or its authorized distributors. Substitution of non-defibtech approved accessories may cause the device to perform improperly."